Event description:
It was reported that while tensioning the spacer into place, the cord's outer sheath tore and completely came off.

Manufacturer narrative:
(B) (4). Conclusion: internal measurement carried out on new cords showed that the cords were manufactured in accordance with the specifications, although in the upper tolerance range. There is no sign of a material or production failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.